Manufacturer narrative:
Product complaint # (B)(4) section e1 - initial reporter phone: (B)(6). Complaint conclusion: a report from the field indicated that an 81-year-old male with a history of colorectal cancer (treatment performed 5 years prior) and atrial fibrillation initially presented with a cerebral infarction with nihss score of 13 and mrs score of 0 and subsequently underwent mechanical thrombectomy of a right m2 (middle cerebral artery) superior trunk occlusion. Thrombus retrieval was attempted using a branchor (asahi intecc) balloon guide catheter, an ace68 (penumbra) suction catheter, and a 5mm x 33mm embotrap ii ((B)(6)/unknown lot number) revascularization device. A marksman (medtronic) microcatheter was guided distal to the m2 superior trunk using a chikai 14 (asahi intecc) guidewire. The suction catheter was delivered to the distal m1 segment. The embotrap ii device was guided from the distal m2 superior trunk, but during this process, the embotrap ii slightly slid down. When the physician tried to pull the embotrap ii into the suction catheter, the device got caught in the suction catheter. Therefore, the embotrap ii and the suction catheter were removed as a unit from the patient. The m3 segment became occluded, causing distal embolization. The physician deployed the embotrap at the m3 segment utilizing same system as before. The suction catheter was delivered to the m2. When the embotrap ii and the suction catheter were removed together, the blood vessels were slightly stressed (vessel shift) and mild vasospasm occurred in the middle cerebral artery. The thrombus was removed, and recanalization was confirmed. After the procedure, subarachnoid hemorrhage (sah) occurred, and left hemiplegia persisted. The physician reported that this adverse event is related to the embotrap ii complaint device. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Withdrawal difficulty into intermediate catheter, embolization of thrombus, vasospasm, and hemorrhage secondary to vascular injury are well-known potential complications associated with the use of the embotrap ii in mechanical thrombectomy procedures. Vasospasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. The embotrap ii instructions for use (IFU) warns that if withdrawal into the guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the guide, microcatheter and device together through the introducer sheath. The IFU also cautions to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors including clot burden, vessel characteristics, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event rather than the design or manufacture of the device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The lot number is not available. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that an (B)(6)-year-old male with a history of colorectal cancer (treatment performed 5 years prior) and atrial fibrillation initially presented with a cerebral infarction with nihss score of 13 and mrs score of 0 and subsequently underwent mechanical thrombectomy of a right m2 (middle cerebral artery) superior trunk occlusion. Thrombus retrieval was attempted using a branchor (asahi intecc) balloon guide catheter, an ace68 (penumbra) suction catheter, and a 5mm x 33mm embotrap ii (et009533/unknown lot number) revascularization device. A marksman (medtronic) microcatheter was guided distal to the m2 superior trunk using a chikai 14 (asahi intecc) guidewire. The suction catheter was delivered to the distal m1 segment. The embotrap ii device was guided from the distal m2 superior trunk, but during this process, the embotrap ii slightly slid down. When the physician tried to pull the embotrap ii into the suction catheter, the device got caught in the suction catheter. Therefore, the embotrap ii and the suction catheter were removed as a unit from the patient. The m3 segment became occluded, causing distal embolization. The physician deployed the embotrap at the m3 segment utilizing same system as before. The suction catheter was delivered to the m2. When the embotrap ii and the suction catheter were removed together, the blood vessels were slightly stressed (vessel shift) and mild vasospasm occurred in the middle cerebral artery. The thrombus was removed, and recanalization was confirmed. After the procedure, subarachnoid hemorrhage (sah) occurred, and left hemiplegia persisted. The physician reported that this adverse event is related to the embotrap ii complaint device. The device is not available for evaluation.